Event description:
At end of case, storz light cord became disconnected and caused burn on the patients drape but did not penetrate to the patients skin. The event was noticed during the surgery. No harm was made to the patient nor to the doctor and nurses involved. The storz on-site representative was informed and checked light cord and camera for malfunction. No malfunction was identified. Manufacturer response for light cord, (brand not provided) (per site reporter): we made the manufacturer aware of the increase in light source events we have had over the last several months. The on-site vendor representative has stated there have been no design changes to the storz product.